Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found no external damage. The customer stated problem was confirmed. Could not duplicate customer stated problem but found it in the event log history. The software was reloaded as part of the pm (preventative maintenance) procedure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported an error code 41100. No patient injury was reported.